Manufacturer narrative:
Pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. An empty opened foil, an empty winding former, a paper lid, a dispensed suture in several pieces and a detached needle during the visual inspection of the sample, the swage and attachment area were as expected; however, the suture pieces have begun with the process of disintegration; this is the cause of the needle was detached from the strand. Also, the foil was examined for visual inspection and showed multiples wrinkles and holes outside to inside was noted in cavity on the back- foil package due to excessive manipulation and this condition contributed to degradation of the suture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition the assignable cause is a suture degradation; due to the improper handling of package.

Event description:
During an evaluation on 10/23/2018 for a suture and suture packaging, holes in the packaging were noted. There were no adverse patient consequences reported. No additional information was available.